Event description:
The 511sd was used during a diagnostic laparoscopy. The red button would not stay down. This was discovered before the device was handed to the surgeon. It was not used on the pt. Another 511sd was opened to complete the case. There was no consequence to the pt.